Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that there appeared to be a hole right where the needle connects to the flat "platform" looking piece that began to leak when huber was flushed. One of my nurses was accessing a port on (B)(6) and ended up having to remove it and replace it right away. When he attempted to aspirate upon accessing, he got air back and when he attempted to flush, it leaked everywhere. He said when he removed it, there appeared to be a hole right where the needle connects to the flat "platform" looking piece. Patient required a second poke to access their port due to this issue.